Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use on the patient, the electrode was being inserted into a needle guide and the insulation became damaged. Another device was used for the procedure. Covidien's initial evaluation of the electrode found it failed hipot testing.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found voids in the needle insulation. The damaged areas of the insulation failed hipot testing. The noted insulation damage is indicative of the damage that can occur when a guiding needle is used.